Event description:
It was reported that the insulin gauge was inaccurate and static. Customer continued to use the existing cartridge. It was also reported that the wake button was sticking. There was no reported adverse impact to the customer's blood glucose level. Multiple attempts were made by tandem technical support to gather additional information; however, no response was received. No additional information was provided.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.